Event description:
It was reported when using the unspecified bd vacutainer blood collection tubes, the device experienced underfill or low draw of a tube with blood and erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are underfilling causing erroneous results. Results that are not consistent with the patient¿s clinical condition: yes. Q8. Results that are not consistent with the patient¿s clinical condition. The customer stated that the citrate blue top tube underfill and as a result of the difference in ratio of anticoagulant to blood, it causes inconsistencies in results.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Technical services contacted the customer and provided citrate tech talk and fill card. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported when using the unspecified bd vacutainer blood collection tubes, the device experienced underfill or low draw of a tube with blood and erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are underfilling causing erroneous results. Results that are not consistent with the patients clinical condition. Yes. Results that are not consistent with the patients clinical condition. The customer stated that the citrate blue top tube underfill and as a result of the difference in ratio of anticoagulant to blood, it causes inconsistencies in results.